Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false positive results of three patient samples with the anti-b of ih-card abo/d(dvi-)+rev. A1, b on ih-1000. The customer stated that the correct blood group of the patient samples was a. The customer repeated the blood group typing and received the correct blood group a. The customer did neither provide a sample of the allegedly defective product for investigational testing nor the patient samples that had caused the false positive test results. Therefore, our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples on the ih-1000. All positive and negative reactions were correct. We did not observe any false positive. Additionally,our quality control laboratory visually checked their retention sample for intact sealing, homogeneous gel, visible supernatant, and the absence of droplets in the reaction chamber. All acceptance criteria were met. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Screenshots of the affected ih-1000 were analyzed and a field service engineer was on the customer's site to check the instrument. Based on the screenshot, we suspetect an inter-well contamination. The field service engineer on site verified all calibration and replaced the needle at the pipettor droit as he found the needle surface to be delaminated. He verified the pump calibration and primed the system multiple times. It was ensured and verified that all tests passed. The field service engineer also ran successfully a pds system test. After the replacement of the pipettor the issue was solved and did not reoccur. Based on the investigation the complaint was classified as confirmed - upp (unexpected product performance). The most probably root cause was an interwell contamination. The complaint cause could be solved by replacing the pipettor and did not reoccur. Nevertheless, in case of inter-well contamination, we highly recommend the following: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. And we highly recommend noting the following points according to the chapter precautions of the instruction for use: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card."